Event description:
The physician reports performing phacoemulsification surgery using the stellaris vision enhancement system. Intraoperatively, the capsular bag ruptured; the physician attributed the capsule damage to elevated posterior segment pressure, distending the posterior capsule forward. An anterior vitrectomy was performed and a sofport ao lens was placed in the sulcus. Additional information has been requested.

Manufacturer narrative:
(B)(4).